Event description:
The patient was involved in a motor vehicle accident in (B)(6) on (B)(6) 2010 and sustained a left distal femur shaft fracture that was treated with a synthes distal femur locking plate. The patient had regular follow up with the surgeon until (B)(6) 2011 and x-ray images showed a nicely healing distal femur fracture with plate and screws in good position and no signs of hardware failure. Patient reportedly presented on (B)(6) 2011 with a broken plate and was returned to the or on (B)(6) 2011 for removal of the broken hardware. This report is #1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. PMA/510k: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.